Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify what is meant by ¿the jaw of the echelon flex was not opened.¿? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was any part of the target tissue cut prior to the device locking? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)?

Event description:
It was reported that the jaw of the echelon flex was not opened. Patient consequence? :no

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: can you please clarify what is meant by ¿the jaw of the echelon flex was not opened.¿? Before the surgeon tried to approach device to the target tissue, the jaw was not opened at all. So, the device was discarded was the device locked on tissue with the jaws closed? Before the device was accessed on the tissue, the jaw was not opened. If yes, how was the device removed? Did the jaws eventually open? No, it did not. Was any part of the target tissue cut prior to the device locking? No, the tissue was not cut did the device lock-out (no staples deployed and no cut line started)? The device locked-out, before it was used. Or, did the device start to deploy staples and cut but could not be completed (partially fire)?